Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were not functional on the insulin pump. Customer stated the buttons were sticking and the numbers were scrolling on the insulin pump. Customer stated the buttons became unresponsive after a battery change. The customer's blood glucose was 6.7 mmol/l. The customer could not recall any significant events leading to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No ramping numbers noted on the display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.